Manufacturer narrative:
(B)(4). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 2.46 kgf in average and 1.54 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 1.53 kgf in average and 0.46 kgf in minimum). Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client reported that the needle is not attached to the thread. No more information has been provided.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k031216. If additional information becomes available a follow-up report will be submitted.